Manufacturer narrative:
Device evaluation summary: since the catheter was returned in two sections, the catheter was visibly damaged, but flow and leakage tests indicated that both sections were patent. Thus, the reported issue could not be confirmed. (B)(4).

Event description:
It was reported that the patient experienced increased pain and later visited the pain management facility for a pump evaluation. A dye study was performed and indicated that the catheter was occluded. The pump and catheter were explanted and replaced. The device was returned for evaluation.